Event description:
Baxter's quality assurance department received a call from servipal reporting a home pt's spouse called and said when the homechoice cassette was priming, the machine alarmed with an unk alarm, and the cassette 'exploded.' No pt injury or medical intervention was reported.